Manufacturer narrative:
In box d "product UDI (rfb)" section has been corrected. The UDI in section was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a simplygo mini was serviced by a third-party service center. During the evaluation of the device at the third-party service center it was observed that sieve beds with low o2, airside manifold was chirping, o2 side check valves malfunctioning, inlet filter pm, tubing worn, front enclosure has blank screen, compressor had lead wire damage. The device software was upgraded to 1.2.0.0. There was no report of patient harm or injury. The previous report listed a problem code c63286. This has been corrected on this report. Upon further review of the complaint no thermal damage was found. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Review of the risk file indicates the potential for a serious adverse event occurring as a result of the findings at service are unlikely. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information alleging a simplygo mini was serviced by a third-party service center. During the evaluation of the device at the third-party service center it was observed that sieve beds with low o2, airside manifold was chirping, o2 side check valves malfunctioning, inlet filter pm, tubing worn, front enclosure has blank screen, compressor had lead wire damage. The device software was upgraded to 1.2.0.0. There was no report of patient harm or injury.